Manufacturer narrative:
Investigation evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all capture serrated large forceps - spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
On (B)(6) 2011, the following info was provided by the cook area rep based on comments made by the user. The biopsy forceps are shearing the tissue instead of providing a clean bite. The facility needs to apply endoscopic clips post biopsy more often to fix the tear, creating an increased use in clips. They feel this is a pt safety issue, creating a higher risk for bleeding. Clarification regarding this occurrence was requested. The following add'l info was received on (B)(6) 2011: the forceps are causing mucosal tearing and abnormal mucosal trauma upon biopsy. The info provided did not specify a quantity. Several attempts have been made to acquire a specific quantity related to the info provided, but this info was not provided by the medical facility. A section of the device did not remain inside the pt's body. Other than the application of endoscopic clips, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.